Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwetn an unspecified procedure in which a 6mm abutment was replaced with a 9mm abutment on (B)(6) 2011. Additional information has been requested but has not been made available as of the date of this report.